Manufacturer narrative:
Initial reporter phone no: (B)(6) the actual device was not available; however, five photos of the sample were provided for evaluation. The visual inspection of the photos showed in photo one and two the product in the packaging with the label on the packaging. The second picture was wet. Photo three and four showed the wet product out of the packaging with the product label and the barcode. The last picture showed two wet products. One was out of the packaging and the other was in the packaging. The reported condition was verified. Based on past investigations, the most likely failure was a crack in the housing near the welding zone which is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the disinfection of two (2) units of u9000, an external fluid leakage was observed. One of the units has been used approximately 80 times and the other unit has been used 4 times. There was no patient involvement. No additional information is available.